Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 531 mg/dl. The customer was treated for the high blood glucose with injections. The customer was just getting back on insulin pump therapy and was assisted with checking the settings and programing of their insulin pump. The customer was assisted with trouble shooting and found that the cannula is bent. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.